Event description:
It was reported that during the rotator cuff repair, a part of the cannula broke off and remained in the patient´s shoulder. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Based on photographic evidence of the damaged ar-6530td, batch 5174161215, the complaint allegation of damage to the device is confirmed. Visual inspection confirms damage to the cannula valve membrane, including a missing section of the valve. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported condition. The most likely cause is user-related, such as misaligned instrument insertion, prying, or leveraging forces applied to the valve during the procedure.